Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a planned revision procedure, a synchronized cardioversion was performed and the delivered energy was lower than the programmed energy. The right ventricular lead was also noted to have high/undefined high voltage impedance. The lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.